Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during spinal fusion surgery, the tip of (4) universal spinal system (uss) hook and screw holders got bent during screw manipulation. They screw on to the screw heads and the surgeon manipulated them for rod and cap insertion. As they were being handled, the surgeon noticed that some were bending. It is unknown if there was any surgical delay. Patient outcome was unknown. This complaint involves one (1) hook/screw holder with 4.0mmhex devices. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure occurred on (B)(6) 2018. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown), rod (part: unknown, lot: unknown, quantity: unknown), cap (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products. Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part: 388.612; lot: 3568371; manufacturing site: haegendorf; release to warehouse date: 06.oct.2010. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint condition: it was reported that the tip of four universal spinal system hook and screw holders got bent during screw manipulation. Investigation flow: damage: visual (appearance not as expected). Visual inspection: upon visual inspection at us cq, surface wear and scratches were observed on the sleeve. Discoloration was noted on the sleeve as well, possibly indicating that the surface finish had been worn through. The distal tip of the pin was bent at the threads, preventing disassembly of the pin from the sleeve. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the relevant design documents were reviewed as part of this investigation. The changes made between the manufactured revision and the current revision are related to the etch content and changes to the sub-components. Thus, the changes to the top-level drawing are not relevant to the complaint condition. The change between manufactured revision) and current revision are related to the removal of inspection bubbles and a note stating that the reference dimensions of the threaded region are prior to thread forming. All of these changes are unrelated to the material, diameter, or tolerance of the threads at the distal tip and are therefore not relevant to the complaint condition. Dimensional inspection: the dimension relevant to the complaint condition is the outer diameter (od) of the threads at the bend location. Per the inspection sheet, the design specification of the thread is m2.5 x 0.45 ¿ 6g. This equates to a major diameter specification of 2.380 mm ¿ 2.480 mm. When measured with a caliper (ca592, calibrated 16-oct-2018, calibration due 30-apr-2019), this dimension was found to be 2.41 mm. This measurement is within the design specification. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The complaint condition of a bent distal tip of the device was visually confirmed, thus the complaint is confirmed. While a definitive root cause could not be identified, it is possible that the complaint device experienced excessive off-axis forces (e.g. Bending) over its 8+ years of use in the field. No product design or manufacturing defects were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.